Event description:
It was reported that lia (lead integrity alert) triggered due to a high number of short intervals. Noise was noted, along with multiple nst (non-sustained tachycardia) episodes with oversensing. Isometrics and pocket manipulation did not reveal oversensing. A chest x-ray was to be taken, and eventually the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).